Event description:
It was reported that post op, day one in the surgical ward during routine movement, tension was placed on the catheter and as a result it pulled out of the snaplock adapter. The device had been placed in the pt's femoral region. Because of this occurrence, the pt experienced an increase of pain and the loss of ability for home based regional pain. Instead the pt's pain was controlled with oral medication. There was no reported delay or death as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.